Event description:
After primary surgery, the surgeon determined that cup was positioned with too much anteversion and decided to revise to prevent dislocation in the future. Upon reentry, surgeon discovered that the srom stem was loose and that the taper did not engage with the sleeve. The cup was repositioned and all other components were removed and replaced.